Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint can be confirmed since the patient underwent surgical intervention to address the vessel occlusion. The exact root cause cannot be determined. The likely root cause is the physician was not trained on the device. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that on july 26, a coil embolization for an unruptured cerebral aneurysm was completed successfully. The puncture site was assessed using angiography. The artery size was small, however, it was measured 4mm, so the angio-seal device was used for hemostasis. Hemostasis was successfully achieved by the device in the cath lab. After that, there was no change in the patient's condition and the patient was discharged. The estimated blood loss was less than 250cc. On august 10, the patient returned to the hospital complaining of pain in the sole. Ultrasonography revealed lower limb ischemia, and surgical treatment was performed. During surgery, collagen and anchor of the angio-seal device was found deposited into the artery and were surgically removed. The cause of the event was initially thought to be the amount of the collagen associated with the product renewal from sts to vip. However, during the interview with the reporter (the physician who reported this event) explaining specification of the vip again, the reporter commented that there might have been a problem in a skill of the physician who performed the procedure as the collage deposition was found during the surgery. The physician was not a trained user. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 4 mm. The patient received the following medications: clopidigrel, heparin and aspirin with an unknown dose amount for each. There was vessel occlusion, and the patient was hospitalized due to the event. An ultrasound was performed to diagnose the vascular insufficiency. There was improper placement of the angio-seal components.

Manufacturer narrative:
Explanted date: unknown explanted date. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.